Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the patient was cooking at the time. Upon interrogation of the device, a stored episode was found with oversensing of myopotential noise. There were no problems observed upon checking the chest and generator photos. The noise was reproduced with in-clinic testing. The sensing vector was reprogrammed to primary vector at that time. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.